Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a compromised force sensor system on the insulin pump. Customer's blood glucose level was 234 mg/dl. Customer's insulin pump was out of warranty. The refund procedure was explained. Customer does not answer the phone. No additional information provided.